Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported during radial harvest procedure with a vasoview hemopro 3, there was increased smoke in the tunnel obstructing view of harvester while performing the fasciotomy. The co2 connection was at the distal end of the hemopro cannula. The co2 settings were within IFU range. The insufflator was set on the "endoscopy" setting. There was no patient injury. No concomitant products needed. The procedure was completed with the same kit.